Manufacturer narrative:
Findings: inspected one opened reservoir and found the reservoir had missing septum. Leakage will occur.

Event description:
Customer reported that she was not able to fill the reservoir.